Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle prematurely popped off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.